Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted eight (8) years, 10 months, underwent valve-in-valve procedure due to bioprosthetic degenerative mitral valve stenosis (mean gradient 15mmhg 73bpm). Patient presented with shortness of breath. Tmvr was performed with a 26mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted eight (8) years, 10 months, underwent valve-in-valve procedure due to bioprosthetic degenerative mitral valve stenosis (mean gradient 15mmhg 73bpm). Tmvr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to d4, h4, h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors.